Event description:
Boston scientific received information that this atrial lead's impedance measurements have gradually increased from 420 to 1120 ohms. A review of the daily measurements indicate the pacing threshold and sensing measurements were within the normal range. Additional information indicates that the impedances are now out of range at greater than 2,500 ohms and the lead is exhibiting loss of capture. It was also noted that all the atrial markers were in refractory. Boston scientific technical services (ts) discussed that the atrial events are listed in refractory due to the way the device was programmed; therefore normal device behavior regarding the markers were confirmed. No adverse patient effects were reported. The physician is aware of the out of range measurements and plans to place a new lead upon generator changeout. Upon further investigation, it was determined that an out of range measurement had previously been displayed during a clinic visit over a year ago.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.